Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she woke up with a blood glucose of 449 mg/dl and a no delivery alarm. The patient's blood glucose has since increased to 548 mg/dl. The customer treated via manual insulin injection. The no delivery alarm was resolved by changing the infusion set and reservoir. The reservoir will be returned for analysis.